Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both of the 512sd trocars' shield mechanism is defective. The blade cannot be exposed. Another instrument was used to complete the case. There was no consequence to the pt.